Manufacturer narrative:
Per additional information received. Additional information received indicated: after the exchange, the patient progressed and was discharged home five weeks after the pump exchange. The devices has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately eleven months after hvad implantation, the patient returned to the hospital with elevated vad power consumption. The site reported that the patient did not have any clinical evidence of thrombus on admission. The site increased the patient's hydration with saline and reported that the power did decrease; though it did not normalize. The patient underwent a pump exchange four days later.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms on the date of the reported event. Pathology exam confirmed the presence of thrombus within the pump, which would increase the power requirements resulting in the high watt alarms. Dimensional and functional verification showed no deviation from current manufacturing and functional specifications. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This patient's reported sepsis is a clinical factor that may have contributed to the reported pump thrombosis. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The most probable root cause has been attributed to thrombus formation/ingestion within the device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.